Event description:
It was reported that during the procedure, this console would not respond to the "tap" on the green tick on the screen due to the small crack in the screen that was also noted to be user error. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under general anesthesia.

Manufacturer narrative:
The console was serviced at the site, and the reported event of display screen, no display/display failure was confirmed. The field service engineer (fse) confirmed that display panel has cracks and touch panel was unresponsive. The fse replaced the screen and issue was resolved. The device history record (DHR) was performed and noted that this auriga xl 4007 console was installed on (B)(6) 2021. The system was last serviced on (B)(6) 2025. The auriga xl 4007 console was fully functional with no issues from that time until the reported event date of (B)(6) 2025. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a defective screen was the most probable cause, the investigation conclusion code assigned was cause traced to component failure.

Event description:
It was reported that during the procedure, this console would not respond to the "tap" on the green tick on the screen due to the small crack in the screen that was also noted to be user error. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under general anesthesia.